Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of driveline confirmed a compromised wire that could have contributed to the low speed and pump stop events observed in the submitted log file. Evaluation of the submitted log files revealed multiple low speed and pump stop events while the patient was supported by the power module and resolved when the patient switched to battery power. A distal-end driveline replacement was performed on 07dec2022 and approximately 18 inches of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires under the microscope revealed a breach in the red wire approximately 2.5 inches from the controller connector. All other wires appeared unremarkable during visual investigation. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead in this area. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the red wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. The relevant sections of the device history records for (B)(6) and driveline serial number (s/n) (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the hm ii patient handbook (rev. C) are currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The ¿alarms and troubleshooting¿ section of the patient handbook, contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
When onsite for the percutaneous lead repair, technical services noted a depression in the driveline near the controller connector. The driveline was opened approximately 4" from the exit site. No visible internal damage was noted. The driveline repair was completed with no issues to the equipment or patient.

Event description:
It was reported that the patient complained of low speed alarms on (B)(6) 2022. The patient switched to battery power and the alarms resolved. Log files contained abnormal low speed hazard, low flow hazard, and pump stop events on (B)(6) 2022. A percutaneous lead repair was performed for suspected short to shield. No further issues were noted after the percutaneous lead repair and the patient was discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.